Event description:
The customer reported that their central nurse's station (cns) is stuck in a boot loop. Customer also states that their uninterruptible power supply (ups) crashed after a recent generator test, causing the cns to shut down. The hdd in slot 0 has became corrupted. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is stuck in a boot loop. Customer also states that their uninterruptible power supply (ups) crashed after a recent generator test, causing the cns to shut down. The hdd in slot 0 has became corrupted. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was stuck in a boot loop. The uninterruptible power supply (ups) had crashed after a recent generator test, causing the cns to shut down. The hdd in slot 0 had become corrupted. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was stuck in a boot loop. The uninterruptible power supply (ups) had crashed after a recent generator test, causing the cns to shut down. The hdd in slot 0 had become corrupted. No patient harm was reported. Investigation summary: the power loss due to the generator test had caused a cascade of events, from the ups losing power to the cns losing power. The abrupt shutdown of the cns resulted corrupting the primary hard drive. The issue was resolved once the secondary drive was swapped in. The cns was able to boot back up as expected. The cns contains two hard drives mirroring each other. To ensure there is a working back hard drive, the customer ordered a replacement hard drive. Service history for this serial number shows this is an isolated incident. This cns was first installed in 2016. There was no prior history of hard drive replacement. The exact cause of the corruption is difficult to determine, and can include a power outage, uninterruptable power supply (ups) failure, a loose power cable, the cns overheating, a cns power supply failure, a cns motherboard failure, a cns hard drive failure when the user attempts to power the cns back up, or the cns reboots itself. Service history for this serial number shows this is an isolated incident. This hard drive was first installed in 2014. There is no history of hard drive replacement.